Event description:
It was reported that the implantable cardioverter defibrillator delivered 6 shocks and none of the shocks were successful. Patient was converted back to sinus rhythm via external shock. The patient is alert and awake. There were no patient consequences. Further information was requested however, was not provided.

Event description:
New information noted that the defibrillator was explanted and the lead was capped and replaced on (B)(6) 2024. There were no patient consequences.